Event description:
"A patient received burns while using a disposable tens electrode. The exact severity of the burn was not able to be determined. However, secondary medical treatment was administered on the burns in the form of first aid cream. Gauze was also applied on the burn of the patient."